Event description:
A caller reported experiencing a minimum fill notification while using their device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reloaded the same cartridge, with more than 80 units of insulin remaining, and cleaned the pneumatic tap area using an alcohol wipe or lint-free cloth as instructed by technical support. These actions successfully resolved the issue, allowing the customer to resume insulin use with the pump.